Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. User stated that he had already troubleshot appropriately. The esp personnel verified those steps and ensured that he had checked the helium tubing for blood, discoloration or flakes and by pressing the iab fill key. He also reported that the patient was on the ventilator with a peep at 5, had been recently suctioned, and was paced at 90 bpm. Then the esp personnel reviewed the nature of the alarm with him and explained that it was likely triggered by a combination of the patients clinical factors. The esp personnel asked him to call back should the alarm go off several times in an hour so that it can be troubleshooted together. User did not had any other questions and expressed his appreciation for the support provided. No harm or injury reported.